Manufacturer narrative:
Device evaluation follow-up #1 submitted 10/02/2012. The pump was returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: testing confirmed that the ok key shows intermittent response and requires excessive force to activate. The keypad was removed to investigate; contamination was present under all the key contacts. A tear in the audio bolus button was found during the investigation. Unrelated to this complaint, the display screen has a pinkish contrast when booting to the verify screen but booted to a normal contrast when replaced with a test screen. The pump was tested on a 29 hour flow test and was found to be delivering within required specification. No insulin delivery defect was found.

Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report that the ok keypad button had to be pressed multiple times in order to activate the desired pump functions. The reporter stated the keypad had been intermittently responsive for one month. The keypad is reportedly intact. On (B)(6) 2012, the patient obtained a blood glucose level of 250 mg/dl and she experienced the symptom of nausea. The patient's mother corrected her elevated blood glucose level with a bolus dose of insulin via the pump; she did not seek any medical attention. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hyperglycemia after the keypad issue occurred, therefore this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.